Manufacturer narrative:
Additional information: implanted date was indicated as the device remains in the patient's eye. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to compromised visualization (operational context). MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon was unable to properly implant the second stent from a trabecular microbypass stent system. Per report, the stent slipped into a created cleft during attempt to position it and could not be retrieved intraoperatively. The report notes that compromised/obscured visualization contributed to the reported event. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient underwent an uneventful right eye cataract surgery followed by stent implantation. According to the surgeon, intraoperative operational context contributed to the reported event. Postoperative the stent was visualized into the cleft. There was no adverse event as a result of the stent positioning and no secondary surgical intervention was required. The patient was being monitored with the prognosis reported as ¿ doing well¿.